Event description:
The customer reported the charging led was not glowing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.